Manufacturer narrative:
The device was returned to for repair. A visual inspection and functional test were performed. A crack on the left plunger case was identified. The complaint condition was duplicated during the evaluation. Main board does not operate as intended as a result of normal wear. Replaced main board. Performed pm maintenance and all functional testing. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The pump is over 12 years old.

Event description:
It was reported that the pump will not boot up and it alarms, it screams. No patient injury reported.